Event description:
The customer stated that one quality control (qc) result was out of range by three standard deviations, and the easylink 1(3s) rule did not work as expected. The easylink informatics system 1(3s) rule produces an error message when one qc result is out of range by three standard deviations. There are no reports of patient intervention or adverse health consequences due to the easylink informatics system not producing an error message after one out-of-range qc result.

Manufacturer narrative:
An urgent medical device correction (umdc) entitled "easylink informatics system: limitations and software anomalies" was sent to us customers in july 2013 to notify customers that under certain conditions the system may not perform as intended, causing the release of results to the laboratory information system (lis) that should be held for manual review due to auto-verification rules or the delay/omission of result transmission to the lis. The umdc requires customers to have a service pack update to easylink 5.0 service pack 5.1.1.